Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational and passed a system checkout.

Event description:
Medtronic received information that the navigation system's main cart monitor is off when its touched. The camera cart works appropriately. The site rep verified connections and disconnected the systems but the main cart monitor still did not work correctly. When he touched one place it was off. There was no patient present when this issue was identified.